Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted device evaluation: white particles were observed on the inner and outer surfaces of the implant. White particles were observed in the fill channel. The particles were removed and valve functioning was then satisfactory. The analysis identified no openings in the implant. The events of "suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Documentation received from a patient representative alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. This medwatch represents the left side. Device has been explanted. See MFR# 9617229-2017-01850 for right side.